Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Out of range shock impedance intermittently for greater than 3 months. Delivered shock impedance showed in range on sept 24, 2023. Lead will be evaluated further. Device remains implanted.

Manufacturer narrative:
Combination product: yes. The lead was capped on (B)(6) 2025. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.